Event description:
Pt reported that she felt sick and had hyperglycemia, and she checked the infusion set and realized the catheter was broken. The infusion set was requested for eval. Pt discarded the infusion set box and was unable to provide the lot number. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.